Event description:
The user facility reported that during the hemostasis procedure, the insertion sheath got kinked as the physician applied too much force. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The blood loss was less than 250cc. There was no patient injury and/or require medical or surgical intervention. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. It was unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with that angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for hemostasis sheath kink as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).